Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 44, code j, taper 18/20, catalog#0100181440, lot#2468048. Metasul durom,component for acetabulum, uncemented, 50/44, code j, catalog#0100214050, lot#2468073. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection, pain and adverse soft tissue reaction to particle debris. Event summary: it was reported that the patient received a tha on the right side on (B)(6) 2008 and was revised on (B)(6) 2013 due to infection, pain and adverse soft tissue reaction to particle debris. Review of received data: the received (B)(6) database entry was reviewed. The review states a revision due to infection, pain and adverse soft tissue reaction to particle debris. The summary of removed components states that the acetabular component was removed only. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. The review of the device history records (DHR) and the raw material certificates did not show any conspicuousness. Conclusion summary: it was reported that the patient received a tha on the right side on (B)(6) 2008 and was revised on (B)(6) 2013 due to infection, pain and adverse soft tissue reaction to particle debris after about 5 years in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore, the condition of the components is unknown. Further, based on the (B)(6) "datebase" entry the reason for revision is infection, pain and adverse soft tissue reaction to particle debris. Pain and adverse soft tissue reaction to particle debris is a known issue which has been addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release, osteolysis and armd). A possible root cause was found to be that the product specifications were not followed by the surgeon (using a surgical technique which differs from that prescribed in the surgical technique document). However, due to the significant lack of information and appropriate documentation, an accurate analysis could not be performed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. In regards to the reported infection, the gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and were found to be according to specification. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. Further, the devices were in-vivo for almost five years prior to revision, which suggests that the infection was not device related. In addition, according to the received database the acetabular cup was removed only, leaving the cls stem as well as the ldh head in-situ. This would be very unlikely in the case of infection. Nevertheless, the IFU for endoprosthesis d011500200 states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event, consisting of infection, pain and adverse soft tissue reaction to particle debris, nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to infection, pain and adverse soft tissue reaction to particle debris.